Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025, a patient experienced head trauma and secondary hematoma that required the patient to be hospitalized.